Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the during a colectomy procedure, the surgeon requested the 5mm ligamax stapler from the sub-warehouse and when activating and stapling it, the first two staples were crossed and they did not clip. The doctor didn't want to use it anymore for safety. There was no delay to the procedure, the surgery was successfully completed, and there was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2020. D4: batch # t94x94. Investigation summary the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.